Event description:
It was reported on august 26th, 2025, that the foot switch on a selenia dimensions mammography system was disabled. A hologic field service engineer (fse) was dispatched to examine the system at which point the customer site advised the fse that when using the right footswitch to move the c-arm upward, the c-arm continued to move after the switch was released. The fse completed a log analysis and found that the issue was related to the left foot switch. The fse replaced both the left and right foot switches, tested the system and confirmed that the system is functioning in accordance with manufacturer specifications. No patient or user injury was reported.